Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri in save to disk on (B)(6) 2011 03:00:04, device eri <=2.62 v. One - patient alert for low bv=2.61 volt on (B)(6) 2011 03:00:04. Weekly log battery voltage trend data shows min b(v)=2.81 to 2.61 volts between (B)(6) 2010 and (B)(6) 2011. Charge time - long charge time eri. One - patient alert for charge circuit timeout on (B)(6) 2011 18:35:46. One - patient alert for long charge time ">30" on (B)(6) 2011 18:36:47.

Event description:
It was reported that the device was at elective replacement indicator (eri). It was also reported that there was premature battery depletion, long charge time and charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.